Event description:
Auto suture endoclip bent in trocar while surgeon was attempting to use during a laparoscopic cholecystectomy. Unable to remove clip applier from trocar, both the trocar and endoclip removed, new equipment used to complete the case without further incident. No harm to patient.